Manufacturer narrative:
Per internal review on 28-jul-2025, it was identified that the previous supplemental report mistakenly omitted the product receipt. The complaint device was received for analysis on 14-jul-2025. On 28-jul-2025, the product investigation was completed. It was reported that the medical team received a qdot micro¿ catheter that was damaged on arrival with a crushed handle and torn packaging. The packaging was torn from the catheter damage. Device evaluation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, both the shipping and product boxes were observed damaged and the handle of the catheter was observed broken. The reported open pouch condition was determined to be a handling issue not related to manufacture. Therefore, no manufacturing investigation is needed. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection was performed following j&j procedures. Visual analysis revealed that both the shipping and product boxes were observed damaged and the handle of the catheter was observed totally broken. The packaging was not returned for analysis; however, according to the picture provided by the customer, the pouch was also appeared to have been smashed, crumpled, and ripped open. Customer refer in the event description, that the damaged occurred on arrival; therefore the damage is related to the reception, storage or shipping process, ant it is not a manufacturing related issue. Due to this condition, further investigation with the manufacturing team is not needed. A manufacturing record evaluation was performed for the finished device lot number 31518069l and no internal action related to the complaint was found during the review. The damage issues reported by the customer were confirmed. The root cause of the damages is traced to the transport/storage process. The instructions for use contain (IFU) the following warning and precaution: the sterile packaging and catheter should be inspected prior to use. Do not use the catheter if the packaging or catheter appears damaged. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the medical team received a qdot micro¿ catheter that was damaged on arrival with a crushed handle and torn packaging. The packaging was torn from the catheter damage. The device was delivered severely damaged within the packaging. It¿s unclear how the device was secured prior to delivery. The device was not used. No procedure occurred. No patient consequences were reported.

Manufacturer narrative:
Per internal review on 17-jul-2025, it was determined that an additional h6 medical device problem code applies to this complaint, that being "shipping damage or problem" (a0207) due to the severe damages during transit. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).